Manufacturer narrative:
This was initially reported on the summary report dated 12/28/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary retention, bladder neck obstruction, complete urinary incontinence with overflow incontinence, poor bladder contractility, inability to urinate and mesh exposure. The plaintiff underwent a revision surgery. The device was completely explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as lymphoma.